Event description:
The device was reported to have produced a high stim output during electrotherapy treatment and shut down. No pt use or injury was reported during the event.

Manufacturer narrative:
Awaiting the return and eval of the device. Upon conclusion of the investigation, the FDA-MDR will be updated. Phone and a written request has been sent to the customer requesting the return of the device. This device is for export only.